Event description:
The initial reporter received a questionable elecsys troponin t hs stat result for one patient tested on a cobas e 411 rack analyzer. The reporter stated that he has been getting errors on both qc and the patient sample. The initial result was not reported outside of the laboratory. The patient's sample was rerun on their other e 411. The initial result at 3:42 pm was 15.27 ng/l with a data flag. The repeat result was 627.8 ng/l with a data flag. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) performed a sample probe prime and checked the water flow. He removed the covers, inspected the unit and found the sampling tube to be off of the wheel. He then placed the tubing back in its normal route. He also replaced the probe. He also checked the liquid level detection (lld) voltage and found it to be in order. He primed the probe with successful results. The customer performed qcs and monitored the unit during sampling. The qcs passed and there were no errors noted. The fse then performed precision and verification tests with acceptable results. The customer again performed qcs with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the issue was caused by the sample tubing which was found to be off of the wheel. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.